Manufacturer narrative:
No further information was provided. A supplemental support will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient heard a no external power alarm on (B)(6) 2022 while connected to the mobile power unit (mpu) and immediately switched to batteries. It was suspected that the patient's home outlet was the issue. Related manufacturer's report regarding patient death: 2916596-2022-11916.

Manufacturer narrative:
Manufacturer's investigation conclusion: log files were submitted following the reported event of no external power alarms and a pump stop. The submitted log file and the log file downloaded from the returned heartmate ii system controller (b7121048), serial number (B)(6), contained approximately 42 days of data combined ( (B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). Atypical low voltage advisory and no external power alarms activated on (B)(6) 2022 at 14:46:44 and between (B)(6) 2022 at 16:38:57 and (B)(6) 2022 at 14:40:08. There were no instances of no external power alarms while connected to the mpu. The log file did not capture the controller being connected to the mpu. The log file captured that the system controller backup battery and power module backup battery supplied power to the system during the losses of external power. Pump operation was not interrupted during the losses of external power captured in the log file. No testing could be performed as the mobile power unit (mpu) (serial number: (B)(6) ) was not returned for evaluation. The reported event could not be correlated to an issue with the mpu. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop. Driveline disconnect, no external power and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the power module and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller backup battery. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 31may2022. No further information was provided. The manufacturer is closing the file on this event.